Event description:
The pressure gauge on this device has the metric unit of measure (kpa) instead of the english unit of measure (psi). It has the correct part number on the label. We have others from the same lot number that are incorrect also. The lot number is 2065785. We opened another lot number and it has the english unit of measure. The package is not see-through so in order to check them the package seal must be broken. Psi is the unit of pressure used to correctly inflate the endoscopic dilator that this is used with. In this case, physician elected to visually estimate pressure being applied. No obvious complications noted.